Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an aortic dissection, the collagen coating was melted when they were going implant hema 1 branch 28mm platinum graft. A replacement device was used to complete the procedure. The device was not used on the pt. The hospital did not report any pt effects.